Event description:
Pt was scheduled for MRI lumbar spine on (B)(6) 2017. Pt disclosed at that time that he had an implanted hearing device and provided pt identification card given to him at time of implantation by doctor. I called the company that manufactured device for MRI safety info as stated on the pt's ID card. I was transferred to the audiologist on-call and she emailed to me the safety info by the company. We reviewed the document on the phone, and she confirmed that the device was MRI compatible when used as directed with the cochlear nucleus implant bandage and splint kit for MRI, as well as following the recommended conditions that are defined in the product safety statement. The kit was mailed directly to the pt and he was rescheduled for the test when he received it. When he came for his MRI on (B)(6) 2017, he had all the necessary products from the kit and we applied the splint and bandage as directed. He was changed into a gown and taken into the MRI suite. He was given the emergency call button and instructed to use that ball if he felt anything unusual including a warm sensation or heating. When he finished the test, he complained of severe burning at the site of the implant. He did not alert the technologist at any time that the device was heating. We provided ice packs for the area. I called the cochlear company who manufactures the device and told the same audiologist I originally spoke to what happened. I also called the local hearing center today and talked to his audiologist about the event.